Manufacturer narrative:
The product has been requested for eval however, it is not available for eval. The product lot number was not provided.

Event description:
Report received from the united kingdom stating "at the end of the irrigation/aspiration phase the tip of the ia silicone instrument has broken off and needed to be removed from the eye using forceps. No pt injury reported."